Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited base plate rusted, circuit board corroded by liquid immersion, printed circuit boar corroded by liquid immersion, main board corroded by liquid immersion, usb drive on the front panel did not illuminate when it is read and the red light is not working properly. There was no patient involvement.